Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06-jun-2018 with the following findings: during investigation, the battery compartment was cracked in the thread area and below the grip pad. Unrelated to the original complaint, evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap contact hub. A leak test showed a leak at the battery compartment crack. The pump case was removed to find no evidence of additional moisture contamination inside the pump.